Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep initially reported that the ins coupling issues had been resolved after working on best recharging practices. However, thepatient called back on 2017-08-22 reporting that they were still having coupling issues with the ins recharger despite the antenna being replaced. A new insr was then sent to the patient. It was noted that the ins was working fine and providing effective therapy.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient programmer was unable to communicate with or without the antenna attached. It was also reported that the patient's ins recharger antenna cord was frayed, making it difficult to charge the ins. A new programmer and recharger antenna was sent to the patient. No further complications were reported. Information was received from a post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had poor coupling with recharging. The caller stated that they got a new antenna from repair and it is still not working. The patient called stating that their recharger is not working correctly. The caller stated that they are getting a very small weak charge and it takes them 2-3 to charger. The caller stated that only a quarter of the battery is charging. The caller stated that they cannot get any coupling boxes. The caller stated that they turned the dial and repositioned the antenna and nothing worked. The patient was able to get 3 or 4 coupling boxes. The patient was forwarded to their healthcare provider (hcp) to have the pocket site investigated. The patient has an appointment coming up and will discuss it with their manufacturer's representative (rep).